Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a primary right total knee arthroplasty on (B)(6), 2014. Subsequently, the patient was revised on (B)(6), 2015 due to pain around the distal femur. During the revision, the femoral component was noted to lack bone ingrowth.